Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic the user reported that the sensor glucose values were off over 100 points most of the time and it was able to stop the insulin delivery. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.